Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure and under endoscopic ultrasound (eus) guidance, the physician cauterized into the pseudocyst and deployed the distal flange of the stent. However, on eus, it appeared that the distal flange did not fully expand. The complainant reported that they were unsure if the distal flange failed to expand or if it did expand but could not be visualized on eus. When the physician retracted the delivery system, the distal flange pulled out of the collection. The stent was removed from the patient partially deployed on the delivery system, and the procedure was then completed using a different technique with a double pigtail plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.